Event description:
It was reported by the patient that they were experiencing an increase in heart rate when riding on a bumpy road and could hear their heartbeat in their ear. Further clarification is unavailable as communication with the clinic was unsuccessful. Device reprogramming for sensitivity adjustment is expected. Based on manufacturer records the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).